Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that a lead warning was triggered on the ventricular lead for low impedance. The lead remains in use. No patient com plications have been reported as a result of this event.